Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 5-10 ml of solution was remaining in a buretrol solution administration set when the evo iq pump displayed an alarm of ¿vtbi complete¿. This was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.